Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 150 mg/dl while the bg meter was reading 50 mg/dl. While at work, the patient reported experiencing cold sweats, lightheadedness, and dizziness. As the patient was walking to the work break room, she ¿blacked out¿. At one point, the patient was also observed to have her eyes open but was unable to speak. The patient¿s husband works with the patient and drove her to the hospital. The patient was treated with IV saline and IV dextrose. It was not mentioned when the patient was discharged home from the ER. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 150 mg/dl while the bg meter was reading 50 mg/dl. While at work, the patient reported experiencing cold sweats, lightheadedness, and dizziness. As the patient was walking to the work break room, she ¿blacked out¿. The patient¿s husband works with the patient and drove her to the hospital. The patient was treated with IV saline and IV dextrose. It was not mentioned when the patient was discharged home from the ER. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.